Event description:
On 3/22/24 a beta bionics clinical diabetes specialist (cds) was notified by an assisted living facility that an ilet user was found deceased that morning. The user was still wearing the ilet at the time of their death. The user was trained on 3/8/2024. The cds followed-up with the user on 3/18/2024. The user stated she would like additional training and support. Additional follow up with the assisted living director revealed that the clinic staff at the assisted living had been supporting the user with completing ilet tasks including changing the insulin cartridge, infusion set and cgm sensor. They would also help the user respond to alarms. The cds notified the user's hcp about their request for additional training. The cds expressed concern regarding the user's inability to independently fill the insulin cartridges, change her infusion site and cgm sensor as well as respond to alarms, especially overnight. The cds has discussed the use of the fiasp pumpcart (insulin aspart in 1.6 ml pre-filled cartridge) and also recommended switching the user to the contact detach infusion set (steel cannula). When the cds contacted assisted living facility and hcp to coordinate additional training with clinic staff and the user, she was informed they had been found deceased. The assisted living director reported that the user had a history of poor glucose control prior to using the ilet and also had several serious medical conditions. The ilet was prescribed to help the user achieve better glucose control, which she believed it did. Prior to this event the user did have a previous episode where the ilet ran out of insulin on (B)(6) 2024 and the user had to ask the clinic staff for help determining the cause of why her ilet was alarming. The day prior (3/21/2024) to the user's death, the user was observed going about her usual daily activities including eating lunch in the cafeteria, circulating in the common areas and playing games late into the evening with fellow residents. She was noted to be in good spirits. At 2:00am on 3/22/2024, staff checked in on the user and she was noted to be sleeping in her recliner and chose not to disturb her. The next morning around 10:00am, the user was found deceased. The cause of death was not determined as an autopsy was declined per the user's previously expressed wishes.

Manufacturer narrative:
At the time of this report no product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Logs contain no instances of meal bolus requests being made. All insulin requests in this log review are basal or correction requests made by the ilet. Review of the ilet report shows a prolonged period of hyperglycemia on (B)(6) 2024 that continued into the morning hours on (B)(6) 2024. On (B)(6) 2024, the cgm glucose rises above 180 mg/dl at 12:13pm and is above 300 mg/dl by 2:03pm. The cgm glucose remains above 300 mg/dl for 5 hours and is above 400 mg/dl by 7:00pm and remains above 400 mg/dl until the morning on (B)(6) 2024 when the data ends. The ilet is shown dosing insulin appropriately in response to the cgm glucose until dosing stops at 3:08pm on (B)(6) 2024, when the cartridge is empty, and does not resume. The cgm does not report glucose data after 2:58am on (B)(6) 2024 and the device is powered off before 9:00am on (B)(6) 2024. No evidence of device malfunction was found through the engineering logs. The ilet had triggered warning alerts for low insulin before triggering the alert for empty insulin cartridge the afternoon on (B)(6) 2024 prior to the high glucose events (cgm glucose over 300mg/dl). None of the alerts were ever acknowledged by the user. The cartridge is never replaced. Because of this the ilet was unable to dose insulin. During periods where cgm glucose was over 300mg/dl for at least 90 minutes, the high glucose alert was seen being triggered consistently. On (B)(6) 2024, alerts for cgm transmitter issues were triggered before the cgm transmitter failed altogether. After the cgm transmitter failure, the ilet entered bg-run mode but was unable provide basal insulin dosing as the cartridge was empty. The logs end at 6:38am on (B)(6) 2024. A similar pattern of prolonged hyperglycemia related to an empty insulin cartridge was noted in the ilet report and device logs on (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable cause to the hyperglycemic event was failure to replace the insulin cartridge promptly when empty which resulted in several hours without insulin delivery. An assignable cause for death cannot be determined as an autopsy was not performed. The ilet device is in the process of being returned to beta bionics and if additional information about this event is obtained the complaint will be reopened.